Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the cause of the stenosis is likely related to the patient¿s chronic renal failure, dialysis and chronic steroid use, as well as disease progression. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), two and a half years post placement of a sapien xt in the aortic position via tf approach, a sapien 3 valve was placed, as there was stenosis, as well as worsening ai. The patient was symptomatic. The patient had only mild ai post placement of the sapien xt due to calcium in the annulus, however it progressively got worse. The valve in valve was performed. The patient is doing well, post valve in valve procedure there was mild ai, no as.